Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report#: 1627487-2014-25104, 25105 and 25106. It was reported the pt started experiencing uncomfortable pocket heating while charging about a year and a half ago. In turn, the pt stopped charging and using his scs system about 6 months to a year ago. It was also reported the pt was taken to the ER about a month ago due to drainage from a hole above the pt's coccyx that has allegedly been present since implant. A CT scan was taken and revealed fluid intrusion in the pt's leads. The pt was given antibiotics and referred to a specialist. The physician diagnosed the infection as a pilonidal cyst. The pt will undergo surgical intervention to address the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.